Manufacturer narrative:
(B)(4). Date of event estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 3.0 x 12 mm trek balloon catheter was prepared per the instructions for use and advanced into the guiding catheter; however, when the trek was advanced to the hub, the balloon could not be seen coming out of the guiding catheter. Fluoroscopy was performed and it was observed that the balloon catheter had separated inside the guiding catheter. There was no resistance noted during advancement. A new balloon catheter was advanced to remove the separated portion, but was not successful. A snare device was used to remove the separated portion and a non-abbott balloon was used to complete the procedure. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Correction: the device used in the procedure was a 3.0x12mm nc trek, not a 3.0x12mm trek as reported on the initial medwatch report.